Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a partial diagnostic reset where only the histogram and pacing percentage were cleared. The device parameters remains unaffected and the device functioned as normal. The device remains in use. No patient complications have been reported as a result of this event.